Event description:
It was reported that the display screen of the programmer "continually changed colors" dark to light and faded badly. The programmer was returned for service, analyzed and tested out of specification. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the screen changed colors, the circuit board was reseated and secured. It was also noted that the upper case was damaged, the upper hinge plate was cracked and the emergency key functional test was out of specification, the switch assembly connector was reseated and secured. Concomitant medical products: product ID r2067 radiofrequency head. (B)(4).